Event description:
Implant was placed 10/24/96, site 23. On 11/20/96, inflammation, without discharge, was noted. Patient was treated with antibotics and anti-inflammatory medicine. There was some improvement; then on 1/17/96, the patient felt the head of the implant against the gum. 2 hours later, the implant was expelled. The implant looked smooth, with no ha covering. (Patient has 4 other implants which are still ok.) One person affected.